Event description:
It is reported that during a procedure to fix a mandibular bone fracture, the screws being used for fixation fractured, and the body of the screws are retained in the patient. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 - medical products item # 41-2010, lot # j66107986; traumaone system screw 2.0x10mm cross-drive. G3: foreign: colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00036.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.